Manufacturer narrative:
The insulin pump was received with cracked display window corners, broken battery tube threads, a missing o-ring, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated the reservoir compartment was cracked and the reservoir o-ring appeared damaged. Customer stated they do not recall any significant events that led to the issue or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.